Event description:
Customer reported: prior to use, a nurse confirmed the cuff would not be inflated. Customer confirmed that fault was identified during pretesting efforts. No pt involvement.

Manufacturer narrative:
Covidien cts reference# (B)(4). The sample associated to this report is currently in transit to the mfg site for analysis. See scanned page.